Manufacturer narrative:
Beckman laboratory solution specialist (lss) evaluated the analyzer and identified the photometer lamp malfunctioned. The lss replaced the photometer lamp to resolve the issue. The lss performed photocal, reagent blank and quality control, which all passed. The lss verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining linearity method errors on alanine aminotransferase (alt) patient results involving the au5800 clinical chemistry analyzer. The customer later questioned the erratic patient results on total bilirubin (tbil) and creatinine (crea). The erratic results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. Only provided the initial results for two patients.